Event description:
The caller reported that after a week of being inserted, the cuff of the pt's tracheostomy tube deflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.